Manufacturer narrative:
The investigation into the reported delivery issue been completed since the original report was filed. The cause of the delivery issue was patient condition related with pump unable to advance past the ascending aorta due to the presence of plaque.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 68-year-old male with cardiomyopathy was to be implanted with an impella 5.5 for mechanical circulatory support. The team tried multiple attempts, multiple wires and insertion attempts/techniques but the delivery failed. The team reviewed the anatomy and concluded the calcified vasculature of the native anatomy had prevented placement. The team aborted 5.5 insertion and placed a cp instead via left axillary graft without further issues.